Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A visipro stent was used with a 7fr sheath and 6fr guidewire to treat a 10mm severely calcified cto (chronic total occlusion-100%) in the proximal celiac trunk of diameter 8mm. Severe calcification and little tortuosity is reported. IFU was followed and the device was prepped as per IFU without issue identified. Pre-dilation was performed using a 6x30 pre-dilation device. The procedure was completed successfully. Two weeks post procedure, it has been reported vessel stenosis has occurred. It has also been reported that stent cracking occurred. A follow-up intervention is scheduled to correct the vessel stenosis.

Manufacturer narrative:
Additional information it has also been reported that a stent fracture occurred. A follow-up surgery was performed to remove the broken proximal part of the stent, the distal part was caged to the vessel wall using another stent. The procedure was completed successfully. The patient was discharged on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.